Event description:
According to the facility on (B)(6) 2026, "when trying to the use #15 blade, during the surgery, the blade was so dull that it was barely cutting the skin.

Manufacturer narrative:
According to the facility on (B)(6) 2026, "when trying to the use #15 blade, during the surgery, the blade was so dull that it was barely cutting the skin. The surgeon was not comfortable pushing any harder to make the cut. The facility used a different #15 blade from an extra box we stocked at the center" the facility stated the individual is "fine". No medical intervention, serious injury, or follow-up care has been reported. At this time, no information has been received to indicate that recurrence of the complaint-specific sequence of events detailed by the customer contact may likely cause or contribute to a death or serious injury. No adverse event report will be filed at this time. If additional relevant information becomes available this investigation will be re-opened and re-evaluated.